Event description:
The recipient reportedly experienced loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event. The device is considered lost and will not return to the company for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.